Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that after ablating three veins, the guidewire was stuck on the handle. Unable to confirm if tissue was seen on the tip of the catheter or merit inqwire guidewire. The guidewire looked kinked when the catheter was withdrawn from the patient. The procedure was completed using different farawave catheter. No patient complications occurred. The product is not expected to return as disposed. Media provided.

Event description:
It was reported that after ablating three veins, the guidewire was stuck on the handle. Unable to confirm if tissue was seen on the tip of the catheter or merit inqwire guidewire. The guidewire looked kinked when the catheter was withdrawn from the patient. The procedure was completed using different farawave catheter. No patient complications occurred. The product is not expected to return as disposed. Media provided.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Two images were reviewed by a boston scientific quality engineer. The pictures confirmed that it was possible to observe blood residue on the radiopaque tip. The product was not returned for analysis to identify any anomaly with the device; therefore, based on the investigation, the reported allegation was unable to be established and did not lead to a clear conclusion.